Event description:
It was reported that pump displayed malfunction code 25 and could not be reset, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.